Event description:
It was reported that the patient had a titanium allergy related to an unknown itrel stimulator. An allergic test was positive to titanium. The device was replaced. See MFR #3007566237-2012-01126 for continued issues.

Manufacturer narrative:
(B)(4).